Event description:
It was reported that during the primary left hip surgery, the v40 head would not fit properly on the stem. Surgeon decided to used another head and completed the surgery without any delays.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a metal head was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the device by the manufacturing cell noted a lip at the bottom of the machined taper, which would prevent a functional lock. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been (B)(4) other events for the reported lot. Conclusions: the investigation concluded that this event has been investigated through pr.

Event description:
It was reported that during the primary left hip surgery, the v40 head would not fit properly on the stem. Surgeon decided to used another head and completed the surgery without any delays.